Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 16854494. Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 17084546/16815241.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a revision procedure where in the old leads were removed and new leads were placed. The patient was doing well postoperatively. The explanted devices were discarded per facility protocol.